Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late and lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, seroma-late. Physician: (B)(6).

Event description:
Patient reported left side "alcl". Patient reported "breast cancer" which is not related to the device. Healthcare professional reported "bia-alcl" and "400 ml seroma." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device has been explanted.

Event description:
Additional events of calcification, pain, depression, lymphedema and lymphadenopathy, events deemed to be not device related.

Event description:
Healthcare professional confirmed alcl histopathological markers cd30 positive and alk negative.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6, h7, h9.